Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.

Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) medical center regarding sub-optimal tissue processing resulting in under-processed tissue from a protocol(s) run using a peloris tissue processor (B)(4).